Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not functioning because there seems to be a tissue growth around the lead. The patient advocate claimed that the patient has infection, sepsis and breathing problem. Further, the incision was red, swollen, warm to touch and a small red plum appearance on the site. A revision procedure was scheduled to remove the system due to infection however was cancelled by the physician. Additional information was obtained from the field representative indicated that the device and leads are working properly. There was no infection that the representative was aware of and there were no device and leads that were explanted. This rv lead was surgically abandoned. No additional adverse patient effects were reported.